Manufacturer narrative:
The rod broke at the site of the pso (pedicle subtraction osteotomy) only on the side where there is no secondary rod added. Seven months and 16 days after the surgery the patient was bending over to tie her shoes and she heard a snap. X-ray failure of the right side rod between the t12 and l4 screws on the right side. Patient had revision surgery to reinforce failed rod. The rod was not removed. No pedicle screws were used at l1 or l3 on the right side. Medicrea pedicle screws were used at all levels, except a nested rod screw construct on left side where alphatec zodiac screws were used (l1), pelvic screws (l2), alphatec zodiac screws (l3) device not returned to manufacturer.

Event description:
The rod broke at the site of the pso (pedicle subtraction osteotomy) only on the side where there is no secondary rod added. Seven months and 16 days after the surgery the patient was bending over to tie her shoes and she heard a snap. X-ray failure of the right side rod between the t12 and l4 screws on the right side. Patient had revision surgery to reinforce failed rod. The rod was not removed. No pedicle screws were used at l1 or l3 on the right side. Medicrea pedicle screws were used at all levels, except a nested rod screw construct on left side where alphatec zodiac screws were used (l1), pelvic screws (l2), alphatec zodiac screws (l3).